Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the cuff test, the air from the tracheal balloon would not deflate completely. The customer indicated that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.